Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device was implanted for 5 and one half months with no reported problems. The information provided indicated the patient had "episodes of confusion and disorientation" and that the device "had always worked well". The report from the physician stated "the cvc appeared broken and missing a piece (arterial arm) that was found on the floor, as if it had been ripped out. His hands were stained with blood." Without an evaluation of the device involved we are unable to determine if there was a manufacturing issue. The information provided leads to the conclusion that the patient pulled the device out himself.

Event description:
The cvc was found broken with missing arterial arm. The missing piece was found on the floor like it was ripped out-per physician's note.